Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2012-08310. It was reported that following a coronary artery stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2009, two taxus liberte stents were implanted in the proximal right coronary artery (prox rca) and mid rca seperately. In (B)(6) 2012, the patient presented with stable angina (ccs classification 1) and was referred for cardiac catheterization. Coronary angiography revealed 50% in-stent restenosis of the taxus liberte stent in the prox rca and 40% in-stent restenosis of the taxus liberte stent in the mid rca. The in-stent restenosis was not treated. The target lesion treated in this procedure was located in the distal right coronary artery (dist rca) with 75% stenosis and was 16mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with direct placement of a 2.75x20mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).